Manufacturer narrative:
The customer verified there was no leakage or bubbles coming from the syringe. There appeared to be no difference in the volume of liquid pipetted into reaction cups on the two analyzer channels. No abnormalities were seen with sample cups placed on the analyzer. The customer cleaned the sipper nozzle, performed a reagent prime, checked liquid levels in reaction cups, and ran measuring cell preparation cycles. Controls were measured after these actions and were within range. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they had issues with low control recovery for multiple assays on the cobas 8000 e 801 module when compared to control recovery on a second analyzer. On the night of (B)(6) 2019, controls recovered within range. On the morning of (B)(6) 2019, the reporter stated they received a discrepant result for one patient sample tested with the elecsys cea assay. The sample initially resulted with a cea value of 1.0 ng/ml when tested on the e 801 analyzer. The sample was repeated on a second analyzer, resulting with a value of 2.2 ng/ml. The cea reagent lot number and expiration date were requested, but not provided.